Event description:
It was reported that the device exhibited error code 41786 upon startup, software upgrade required. There was unknown patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual and functional testing confirmed the reported problem. The printed wire assembly board, downstream occlusion sensor, and upstream occlusion sensor were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.